Event description:
The customer obtained falsely high troponin I results on a level I quality control sample. Elevated results of this magnitude on a pt sample might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.